Event description:
It was reported the patient had revision done in 2013 because the leads migrated and the implantable neurostimulator (ins) didn¿t stay in the pocket, it was moving around in the pocket. The leads were replaced with paddle leads and the ins was revised. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).